Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date, there was no locking in the distal hole of the plate. The screw exceeded the plate. The delay of surgery was twenty percent. The incident did not require further treatment. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The relevant dimensions of the plate could not be checked anymore as the threads were damaged from the screw insertion. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Based on the provided information and without the involved locking screw we are not able to determine the cause of this occurrence. We can only assume that a mechanical overload during the insertion may have caused the torque through.